Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis of the lead was completed. Analysis performed a variety of integrity testing in which the lead passed all tests. Analysis was unable to confirm the reported observations as the lead met specification.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. This lead was unable to be successfully implanted due to an unknown product performance issue. Never in service. No adverse patient effects were reported.